Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not close. As per part investigation, it was determined that unsecured divider interfered with the drawer¿s mechanical travel, obstructing smooth operation during closure. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the medroom 1 medstation es aux that presented drawer 5.1 unable to be closed was confirmed by the bd field service engineer (fse). According to work order (B)(4) the field service engineer (fse) observed that the hh drawer 5.1 could not be closed due to missing screws and threads that hold the hard stop. The hh drawer was replaced and configured. Tests were performed using hta and all passed successfully. The user successfully performed inventory for the drawer. During dchu laboratory visual inspection of the assy smart hh cubie drawer received no visual anomalies were observed. Laboratory testing of the assy smart hh cubie drawer showed resistance during open/close operations. Under detailed inspection, the center divider was observed not properly secured to the drawer chassis. As a result, the divider shifted along with the drawer, intermittently catching on internal components of the drawer assembly. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer failing to close was identified as an unsecured center divider. The unsecured divider interfered with the drawers mechanical travel, obstructing smooth operation during closure.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it drawer was not close. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height (hh) drawer 5.1 could not close due to missing screws and damaged threads that were supposed to hold the hard stop. A field service engineer (fse) replaced the hh drawer aux 5 with a new one and configured it. Then the fse ran the final test on hardware test application (hta) for this drawer, and it passed. After that the user successfully did inventory for the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it drawer was not close. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.